Event description:
It was reported by the pmi group that a patient underwent a shoulder arthroplasty three (3) years and six (6) months ago to receive a vrs shoulder. Subsequently, the patient was revised on six (6) months post-implantation due to screw fracture and received a competitor baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 180551; lot# 609770. Item# 180556; lot# 651640. Item# 180555; lot# 030310. Item# 110027734; lot# 026860. Item# 110031418; lot# 64790153. Item# 110031402; lot# 65255202. Item# 115310; lot# j7238894. Item# 110031378; lot# 026870. Item# 113610; lot# 65319641. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the two most inferior glenoid baseplate fixation screws are fractured. There is sirveaux grade 1/2 scapular notching. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.